Event description:
It was reported via repair work order that the bed lost of all motor functions due to malfunction signal coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.